Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip. No excessive no delivery alarm was noted.

Event description:
It is reported that the patient experienced a no delivery alarm on their insulin pump. Patient's blood glucose level is 590mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.